Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver unspecified volume of normal saline, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified huber needle port. At an unspecified time, the distal clave y-site of the tubing set was accessed to deliver an unspecified concentration of doxorubicin IV push of a duration of 15 minutes. After the delivery was complete, the nurse began to deliver an unspecified concentration of vincristine through the same clave y-site. It was reported that after the delivery of vincristine was started, the nurse noted solution was leaking at the connection of the option-lok male adapter and the huber needle port. The customer contact reported that the luer connection was tight. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attributed of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.